Event description:
The user reported that the monitor did not function as expected. No other details regarding the nature of this event were provided. There were no reported adverse consequences to a patient as a result of this event.